Event description:
While a hysteroscopic procedure was in progress, the fiberglass tip of a resectoscope sheath came off in the pt's uterus. The surgeon was able to retrieve the loose body with no consequences to the pt.